Event description:
Device 1 of 2. Reference MFR report#1627487-2016-04424. Follow-up identified surgical intervention was undertaken during which time the leads were explanted and replaced with updated models. Postoperative reprogramming was successful and the issue resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report#1627487-2016-04424. It was reported the patients' left lead denoted high impedance measurements on multiple contacts. As a result, only right side of the bilateral pain pattern is receiving effective therapy. Reportedly, fluoroscopy imaging did not show any abnormalities. Surgical intervention is scheduled as the next course of action to address the issue. Both leads are being reported as it's unknown which lead is having the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report#1627487-2016-04424.

Manufacturer narrative:
Corrected data: UDI field inadvertently omitted from the initial report.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-04424.